Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk noted also, had intermittent blank display while testing due to corroded battery cap contact, battery tube and battery tube spring. No unexpected a33 alarms, low battery alerts or error type anomalies noted during testing. However, the insulin pump passed self-test, off no power test, a21 error test, displacement test and rewind test. The stop idle current test and run current test were in specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.